Event description:
It was reported that during a revision, the left ventricular (lv) lead was repositioned due to it was dislodged and had loss of capture. Device remains in service. No additional adverse patient effects were reported.